Event description:
The patient is showing symptons of a possible allergic reaction/rejection from the body to the clipmarker. The patient has two clipmarkers from different manufactures implanted. The q-shape clipmarker from somatex despite multiple attempts the customer did no forward more information. The following information was reported by the patient itself to the hospital and forwarded from the hospital to the distributor/importer: - patient had clip markers placed in december 2021 and feels she had daily issues since the procedure patient states her breast tumed black and ached almost two months. The aching pain then turned into occasional sharp and stabbing pains still persist today. She believes she is having a reaction to clips that were placed in her breast. Patient believes there was no discussion that may cause long term pain and discomfort. Patient would like the clips removed. Patient now has a rash on her neck that she believes is related to her clip placement.